Event description:
Related manufacturer reference number: 2017865-2022-38647. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's implantable cardioverter defibrillator and atrial lead exhibited under-sensing. No intervention was performed. The patient was stable.